Event description:
Dentist installed multiple biohex one piece one-stage dental implants ("biohex") in the pt between 2003 and 2005 without obtaining pt's informed consent. At least two implants failed and had to be removed. Add'l two implants broke and need immediate replacement. Dentist failed to notify the pt that he is the only individual that practices with biohex in the (B)(6) and (B)(6) and that no other service for biohex implants is available in the region. Dentist also failed to notify the pt about the rarity and unpopularity of this dental implant. In (B)(6) of 2005, dentist refused to provide dental services to the pt and attend to malfunctioning biohex implants despite pt's complaints and pleadings for help. In 2006, pt travelled from (B)(6) to the MFR's facility located in (B)(4) to receive treatment from the (B)(4). Pt had to travel to (B)(6) to obtain relief from constant pain from the biohex implants and because no other dentist in (B)(6) and (B)(6) was familiar with biohex. As the original dentist refused to provide treatment or service on the malfunctioning biohex implants he installed, the pt did not have a choice. In the (B)(4) office of the biomedical implant technology inc located at (B)(4), as the (B)(4) of the biohex dental implant, the pt received add'l treatment. As the (B)(4) of the biohex dental implant system, this is the second known dr that knows how to treat the teeth with biohex. He installed add'l biohex implants. Today installed biohex implants require immediate add'l work, are not functioning properly, have cracked and are broken, are unstable, and need immediate replacement. Some are cracked, some cause gum irritation, and some are about to break only after 4 years in use. No dentist in (B)(6) knows how to treat and attend to these malfunctioning biohex implants. The (B)(4) of biohex in biomedical implant technology inc in (B)(4) refuses to produce pt's medical record or provide help and fix the biohex implants. Today, the pt is stuck between a rock and hard place. He has malfunctioning biohex implants without anyone to service them. The only two known individuals that know how to service biohex implants refused service and refuse to co-operate. Pt needs immediate help. (B)(4).